Event description:
It was reported that a patient began getting an alarm for a backup battery (ebb) fault on (B)(6) 2024. The ebb had 28 months of life remaining. A system controller exchange was performed. Log files were sent for review and the event log captured ebb faults starting (B)(6) 2024 @17:05 and continued for the remainder of the log files. The ebb was failing the load test, resulting in these faults. The controller exchange resolved the ebb faults. There was no impact on the patient with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 - health effect - impact code: corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. Data from the reported event date of 03nov2024 was reviewed. A backup battery fault alarm was active at 17:05:00 due to the battery not passing the load test. Backup battery faults were active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was able to operate a mock loop for an extended period of time. The reported backup battery fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. Damage to the black power cable of the system controller was noted during product testing. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.